Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested a return to the black-and-white ilet due to shorter battery life and an unreadable resting home screen on the color ilet, and also reported multiple insulin occlusion alerts while using an inset 23"-6 mm infusion set; the replacement ilet was shipped and the original remains outstanding, with an infusion set lot number provided. Symptoms included no adverse health effects, as the user stated occlusion alerts were resolved without impact to blood glucose. Outcomes included no change in clinical status and no medical intervention. Investigation included product history review and user follow-up. Investigation of this case revealed user dissatisfaction with battery performance and display usability, and intermittent infusion occlusion alarms consistent with flow obstruction, with no device damage confirmed because the device was not returned. It was concluded, based on previously established findings for similar reports, that the most probable cause was use-related factors and infusion-set related flow interruption, with no confirmed device malfunction in the absence of a returned unit. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.